Event description:
Additional information received indicated that the ceramic interface was fractured. Acetabular metalback of the integral metal and osteointerconnected to the patient's bone. The patient experienced pain when walking and cracking of the implant. Radiography of the hip and pelvis showed a broken acetabular ceramic interface with slight upper migration of the femoral component. There was a 1.0cm of apparent shortening on the physical examination and the patient presented with a limp. Affected side is the left hip.

Manufacturer narrative:
Product complaint # ==>(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 (clinical and medical device problem codes) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the reported allegation. The ceramic insert was found fractured into two large fragments. Additionally, metal transfer can be observed on the outer surface, on the inner sphere and on the fractured fragments, most likely caused by chafing between metal parts and the fragments of insert, either after the primary fracture event or during the surgical procedures. Based on the observations, it reasonable to conclude that audible sound would be present. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the ceramic insert belongs to the shop order (B)(4). Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. The density of the insert was analyzed and found to comply with the delivery specification for biolox® delta components. The microstructure as obtained from the quality documents of both components meets the requirements specified at the time of production, too. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121882752 / 8499750] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After patient suffering a fall, it was evidenced a fracture of the acetabular component, with indication for revision and replacement according to the medical declaration.